Event description:
International affiliate reports the patient has a long history of spinal injury due to high impact events requiring surgical intervention. Less than 6 months ago, the surgeon fixed almost an entire. The patient then presented with pain recently. An x-ray was done which did not reveal a construct fracture. However, the surgeon decided to operate and upon opening up, he determined that the cross link was broken and that one of the set screws was loose. The entire construct was removed and replaced. The patient noted that he perhaps was overly active and it was mentioned that he may have been jet skiing but the exact event that resulted in construct fracture was unknown to the surgeon. This medwatch report is being file for the set screw that is reported to have loosened. See mfg medwatch report no. 1526439-2013-17804 for the cross connector that was involved in this event.

Manufacturer narrative:
A follow up report will be filed upon receipt of the device and completion of the investigation.

Manufacturer narrative:
The single inner set screw [product code: 1797-02-000 was not returned for evaluation as it was discarded by the customer. A DHR for the single inner set screw [product code: 1797-02-000] could not be conducted as the lot number of the device is unknown. A review of the complaint trend analysis found no observed trends for issues of this nature. The root cause is undetermined. Although no definitive conclusions can be drawn, it was noted that the patient has a long history of spinal injury due to high impact events. Additionally, the patient noted that he perhaps was overly active and it was mentioned that he may have been jet skiing but the exact event that resulted in construct fracture was unknown to the surgeon. No corrective action is required as there has been no issue identified in the manufacturing or release of the device and there has been no observed systematic trend. Therefore, the complaint will be closed with no further action required.